Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not turning on and was stuck at 00:00. Upon troubleshooting, the fse found that the power supply was defective. To resolve the issue, the fse replaced the power supply and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on, it was stuck at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.